Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto a golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the patient side cart fixture test platform (pftp) and was able to pass all tests. Around the time of the complaint, field error logs confirmed multiple errors 307 and 319 with p1 values ac_2e & ac_2f. Another comm error 25730 was found pointing at the axes controller spar (acs). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the potential root causes could be the parallelogram, acs2, rolling loop, and axes controller, carriage logic (accl) 2.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 showed errors at startup with a non-recoverable fault and could not be disabled. The technical support engineer (tse) directed the site to perform a hard power cycle, after which the error did not return and staff continued with case setup. The tse instructed the site that if the error returned, they should not power off but should disable the usm and continue as a three-arm system. Staff later called back to report that the error had returned. There was no report of patient involvement.